Manufacturer narrative:
An investigation was performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low alarm with the freestyle librelink application. The app version stated in the user complaint was tested and released per the compatibility guide and is off market. Attempted to replicate the user¿s complaint using the current on market application version and successfully receive low glucose alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone, 165 with ios operating rating system version 12 and app version 2816120. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, requiring treatment of a oral glucose via third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is " in (B)(6) 2023," prior to the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone, 165 with ios operating rating system version 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, requiring treatment of a oral glucose via third-party. There was no report of death or permanent impairment associated with this event.